Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient's gender and age were unknown. The target lesion was the right common iliac artery. There was moderate calcification and mild vessel tortuosity, the rate of stenosis was 80%. Ipsilateral approach was made. A smart control (complaint product) was delivered but the stent jumped forward towards the aorta side during the stent deployment. An additional stent (express, bsj) was placed proximal to the target lesion and the procedure was completed without any other problem. The entire target lesion was fully covered by the stents. There was no adverse event and the patient is in stable condition. There is no product return. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient.

Manufacturer narrative:
The target lesion was a moderately calcified mildly tortuous right common iliac artery with an 80% stenosis. Ipsilateral approach was made and a smart control sds was delivered but the stent jumped forward towards the aorta side during the stent deployment. An additional stent (express, bsj) was placed proximal to the target lesion and the procedure was completed. There was no adverse event and the patient is in stable condition. The smart control locking pin was in place during advancement towards the lesion and was not removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15075321 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.